Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd vacutainer® adapter with luer adapter, during use. There was no reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: summary - bd had not received samples and/or photo from the customer facility for investigation; therefore, the customer¿s indicated failure mode of ¿sleeve leakage¿ with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - as bd had not received any samples and photo from the customer facility for investigation; the investigation was limited. The customer¿s indicated failure mode of ¿sleeve leakage¿ with the incident lot was not observed. Root cause - there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined.